Event description:
Reporter stated corneal burn occurred during cataract extraction. Concerned that handpiece was not aspirating properly. The handpiece was changed to complete procedure. Posterior capsule tear, required anterior vitrectomy. Increased corneal edema one day post-op. At follow-up, pt is reportedly doing better.